Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being concerned about their heart rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event. It was further reported that the right atrial lead moved position and was not functioning. The lead was revised and remains in use.